Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient underwent a left attune primary total knee arthroplasty on (B)(6) 2014. An arthroscopy was performed in 2016 with findings of scar tissue and synovitis, negative for infection or loosening. A revision was performed on (B)(6) 2017 due to patient complaints of pain, popping, swelling, and instability in flexion. All components removed including the patella. Operative note finds loosening of the tibial base at the base-cement interface, poly wear on the superior and posterior portion of the post and in the bearing, and poly particulate synovitis of noted ¿friable gray-white nature.¿ doi: (B)(6) 2014; dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). Corrected: d3. Patient code: no code available (3191) used to capture joint instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.